Manufacturer narrative:
A ge representative evaluated the system and replaced the monitor and reseated cable connections. System operates as intended. (B)(4).

Event description:
The customer reported the right monitor goes dim and system beeps like it is making exposures, but no x-ray is detected. No patient injury was reported.